Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device. The reported claimed obtaining blood glucose readings of "247 mg/dl" with the subject meter and "140 mg/dl" on another meter, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.